Manufacturer narrative:
A ge rep conducted an on site evaluation. The problem was verified. The rep exchanged the cross arm brake handle. System now operates as intended.

Event description:
The customer reported the system's locks are not working. No pt injury was reported.